Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 574 mg/dl. Customer¿s other blood glucose value: 500 mg/dl, 400 mg/dl, 425 mg/dl. Customer had symptoms like nausea and frequent urination. The customer was wearing the insulin pump within 48 hours of the event. Troubleshooting was not performed for high blood glucose values. The device is not expected to be returned for analysis.